Manufacturer narrative:
E1: patient city: (B)(6), patient country: finland. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced infusion set canuula not sitting right after change event on (B)(6) 2024. The blood glucose level was 20.9 mmol/l and the patient was treated with correction bolus. No further information.